Event description:
A response was received by the office of the physician indicating that they are unable to determine if the vns played a role in this event. The physician also indicates: due to patient not being hooked up to an eeg at time of event, it is difficult to prove the event was a seizure versus some other type of syncopal event. Diagnostics and settings were provided in which impedances were noted to be within normal limits.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that immediately following a titration of the device the patient experienced a seizure. The physician reports that this is unusual and haven't seen anything like this before. No other relevant information has been received to date.